Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument stopped working and the jaws would not open. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure being performed was a low anterior resection of the rectum. The issue occurred while transecting the lateral ligaments of the rectum during total mesorectal excision, with connective tissue and blood vessels as the target tissue. The issue with the instrument did not occur after a system fault, and the jaws were not stuck on tissue when the issue occurred, so no special method was needed to open the jaws or remove the instrument from tissue. There was no unexpected tissue removal, no adverse effect to the grasped tissue, no bleeding, and no injury to the patient. The vessel sealer instrument did function during the procedure and had been in use for approximately two hours prior to the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have the grip open ring dislodged at the proximal end. The set screw became dislodged from the grip ring, causing the grip ring to shift, further more affecting the operation of the instruments jaws. The jaws would not close during in-house testing. The instrument exhibited imprecise motion during gripping and un-gripping. The instrument passed the recognition and engagement tests. The jaws failed to close during testing. The complaint regarding instrument stopped working, the branches did not want open, was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.